Manufacturer narrative:
One (1) used unknown ICU set, was returned for evaluation, as received it came separated/broken the microclave and the male luer tip in 2 parts, after evaluation it was observed in both parts marks that suggested a twist bending force applied. Complaint of holes/cuts/torn can be confirmed. The probable of this condition was due to the male luer getting stuck in the microclave and when the customer tried to disconnect an unintentional twisting force was used to break the sample, the probable cause of why the male luer got stuck in the microclave cannot be determinate. A device history review (DHR) could not be conducted because no lot number(s) was/were identified.

Event description:
It was reported that an unspecified tubing was found broken while attached to a patient and that a portion of the tubing was still attached to a central line. The patient had a triple lumen hickman to his right chest and the noc nurse applied a normal saline (ns) line to keep open (tko) via his blue lumen to give him his intravenous (IV) potassium during the morning. After the potassium finished, the registered nurse (rn) infused his scheduled meropenem. The doctor came and ordered IV albumin and lasix following the infusion of the meropenem. The patient received the albumin and lasix without any difficulty. When the lasix finished infusing, the nurse went to disconnect the patient from his IV tubing and flush his lumen. The rn noticed there was blood backed up into the tubing. The rn disconnected the IV tubing and attempted to flush the needless connector and found that she could not. The rn noticed something was stuck in the valve. Rn looked at the end of the IV tubing and found it was broken. The rn removed the needleless connector and applied a new one and flushed the lumen without any difficulty. There was no harm to the patient reported.

Manufacturer narrative:
The device was returned for evaluation; however, testing has not yet been completed.